Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1 month after the dental implant was placed in ada site 20, the implant had not achieved osseointegration in type iii bone. Clinician reports primary stability was not achieved. The product will be forwarded to the manufacturer for investigation. There were no reported complications (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1 month after the dental implant was placed in ada site 20, the implant had not achieved osseointegration in type iii bone. Clinician reports primary stability was not achieved. The product will be forwarded to the manufacturer for investigation. There were no reported complications.